Manufacturer narrative:
(B)(4) for the reported event of handle cannula detached.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, they felt that something snapped. The handle cannula detached and the snare would no longer close. No visible damage with the device was noted prior to use. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the handle cannula has bent and detached. Evidence from the handle assembly process was found on the handle cannula. Functional evaluation was not performed due to the condition of the device. The complaint that the handle cannula detached from the handle was confirmed. The most probable root cause for this event could not be determined. There is an investigation in place to address handle cannula detachment issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, they felt that something snapped. The handle cannula detached and the snare would no longer close. No visible damage with the device was noted prior to use. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.